Event description:
It was reported to philips that the customer was unable to perform left anterior oblique (lao) movement. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnosis procedure. The procedure was aborted, halted for a delay of 24 hours to complete the repair. The philips remote service engineer (rse) checked the system remotely and confirmed that unable to perform left anterior oblique (lao) movement. Upon troubleshooting the philips remote service engineer (rse) checked the system remotely and found one of the boards in the l-arm of the c-arm might be blown and requested onsite support. The philips field service engineer (fse) checked the system onsite and found that the high-power c-arc motor driver was faulty. To resolve the issue, the fse fitted the driver, updated firmware and carried out all c-arm current calibrations. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.